Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 5 boluses per day and they could not get their ptm (personal therapy manager) to work. Per the patient, they had tried resyncing 5 or 6 times but got ¿not found¿ even though everything was charged and next to each other. During the call, the agent had the patient close all applications and reset the handset and communicator. Then, when the patient connected to the myptm app, it lagged at 91% and the patient stated that it had been that way since they got the device. On the call, the patient was able to connect to the myptm app and deliver a bolus. The agent walked the patient through clearing data, and the patient was able to connect to the myptm app again. The patient was going to call back if the issues persisted.